Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), headache ("headaches"), back pain ("back pain"), dyspareunia ("painful intercourse") and gingival pain ("gum pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage, infection, headache, back pain, dyspareunia and gingival pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, gingival pain, headache, infection, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), headache ("headaches"), back pain ("back pain"), dyspareunia ("painful intercourse") and gingival pain ("gum pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage, infection, headache, back pain, dyspareunia and gingival pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, gingival pain, headache, infection, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of device'). In an adult female patient who had essure (batch no. 871977), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), headache ("headaches"), back pain ("back pain"), dyspareunia ("painful intercourse") and gingival pain ("gum pain"). The patient was treated with surgery (essure removal/bilateral salpingectomy, partial or total oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage, infection, headache, back pain, dyspareunia and gingival pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, gingival pain, headache, infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per mr, discrepancy noted, date of insertion: (B)(6) 2011. Date of removal: (B)(6) 2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, lot number, auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), headache ("headaches"), back pain ("back pain"), dyspareunia ("painful intercourse") and gingival pain ("gum pain"). The patient was treated with surgery (essure removal / bilateral salpingectomy, partial or total oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage, infection, headache, back pain, dyspareunia and gingival pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, gingival pain, headache, infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per mr, discrepancy noted: date of insertion: (B)(6) 2011, date of removal: (B)(6) 2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 871977, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.